Event description:
This spontaneous report was received on (B)(6) 2014 from a wife reporting for her (B)(6) husband from the united states. The medical history included unspecified heart disorder and the concomitant medications included plavix (clopidogrel bisulfate) as a blood thinner. On (B)(6) 2014, at night, the consumer used band-aid brand adhesive bandages flexible fabric (lot number 3032s, expiration date unspecified) cutaneously, one band-aid once to cover a cut on the arm. On the next morning, when the wife tried to change the band-aid, she could not get the adhesive off her husband&apos;s skin and stated that it stuck like glue. She applied some water to loosen it up but did not work. She then tried pulling the band-aid a little at a time but it did not budge and pry up. She ended up ripping the band-aid off his arm which caused some of his skin to come off with it and created a new wound. The wife raised her husband&apos;s arm because the affected area started to bleed. She also applied bacitracin along with some unspecified white gauze on the affected area to treat the events. He did not use the device further. On the same day, the wife took her husband to the doctor because the bleeding did not stop. The affected area was cauterized and he was instructed not to move his arm. The doctor also advised that it may still continue to bleed and may come back for additional cauterization. After two days, the wound bled again but the wife was able to stop it. The wife reported that he had been flat on his back with his arms stretched out on the couch and had not been doing anything for three days because the wound would start to bleed more once he moved. She further stated that she had a difficulty reading the lot number that was stamped on the blue area of the product package. The events did not resolve. A review of the data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. The retain samples were tested and met the specification. Manufacturing/ facility issues were reviewed and no issues were found related to the reported defect. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and company causality was assessed as related. This report was considered a non reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2014. This closes out this report unless other additional significant information is received.